Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device breakage of the distal tip of the option-lok male adapter. The primary tubing set was being used to deliver an unspecified solution, at an unspecified rate. After an unspecified length of time, it was reported that the nurse attempted to disconnect the option-lok male adapter from an unspecified female adapter of the patient's intravenous catheter to flush the patient's IV with an unspecified saline solution at this time, it was reported that the option-lok male adapter broke off and a piece remained logged into the unspecified female adapter of the patient's IV catheter. The tubing set and the unspecified female adapter of the IV catheter was replaced and therapy was resumed. There was no blood loss or bleed back. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. No additional information was provided.